Event description:
It was reported that after the right atrial (ra) lead was implanted and the pocket was closed the ra lead had intermittent loss of capture. Fluoroscopy was used to observe the lead position and it appeared to still be in position. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.